Event description:
Follow up revealed that the patient had underwent vns surgery for debridement of the sacrum due to osteomyelitis. The medical professional was unsure of whether it was related to vns and could not confirm whether the vns was programmed off for the surgery. The patient's neurologist was unknown to the facility. It was stated that the drain was pulled and the sutures removed.

Event description:
It was reported that the patient experienced a seizure following surgery. It was believed that the vns may have been turned off for the procedure, but the reporter did not know. It is unknown if the surgery was related to vns. No additional relevant information has been received to date.